Manufacturer narrative:
Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to stenosis and/or regurgitation. Structural valve deterioration (svd) is the most common reason for bioprosthetic valve replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. The root cause of this event cannot be conclusively determined with the available information. Although edwards was unable to perform device analysis, the records received for this explant confirm the clinical observations of the valve at explant. The stenosis and regurgitation in this case were most likely impacted by the progression of the patient¿s underlying valvular disease pathology with svd. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a bioprosthetic aortic valve, implanted approximately 19 years, was explanted due to severe aortic stenosis and regurgitation. It was reported that there were two (2) tears found in the pericardial tissue of the valve and the patient also had a 28 mm hemashield ascending aortic graft implanted. The explanted device was replaced with another edwards bioprosthetic valve. The new valve was implanted without complications and secured with a cor-knot device. The patient was weaned off cardiopulmonary bypass. Serous pericardial effusion was aspirated and the patient was given amiodarone for atrial fibrillation. Metabolic acidosis was observed and corrected. An intra-aortic balloon pump had to be inserted due to the patient¿s preoperative low cardiac output. Tee showed a competent aortic valve, good contractility, and he was taken to the cuicu in guarded condition. The patient was ¿stable and improved¿ at discharge to a rehab facility on pod #11.